Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. The complaint description specified a complication during the inflation procedure. A review of the device labelling notes that endoscopy and inspection check should be performed for balloon or inflation tube to detect any leakage and never inflate/deflate without endoscopic view of the inflation tube.

Event description:
The balloon was not successful at the time of implantation and filling. The balloon was replaced.

Manufacturer narrative:
The device was returned to spatz fgia inc. For analysis on (B)(6) 2024 and an evaluation was completed. The testing revealed few holes that were made by an endoscopic tool (grasper, alligator), no other defects were found. The complaint description specified a complication with the implantation and filling. A review of the device labelling notes that endoscopy and inspection check should be performed for balloon or inflation tube to detect any leakage and never inflate/deflate without endoscopic view of the inflation tube.

Event description:
The balloon was not successful at the time of implantation and filling. The balloon was replaced.